Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we confirmed that the segment compressed (short in length), the lcb distal cover glass cracked, the bending rubber leak, the distal body leak, the operation channel cut, the remote control button(1) cut, the operation channel resistance, the suction channel kink, and the bending rubber pin hole; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).